Event description:
The customer reported that the clear insulation slid down over part of the jaws of the device. The surgeon continued to use the device. After the procedure, the surgeon noticed that the blue jaw had melted. Suction and irrigation was performed in order to remove any material from the patient. It is unknown if all of the material was removed from the patient's cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.